Event description:
It was reported that the customer received a motor error alarm. The customer stated that she underwent a magnetic resonance imaging machine and that the machine ripped the insulin pump out of the customer's body, slamming it against the machine. The customer received the alarm afterwards. The customer's blood glucose was 167 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during rewind due to an out of phase motor encoder. The pump also had cracked reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.